Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter stated that after a rewind, the pump displayed only 182- 185 units when the cartridge was filled with 200 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the pump was exercised for 24 hours with the returned battery and cartridge caps. A full rewind was successfully performed; a load cartridge and prime steps were performed successfully; no motor alarms were duplicated. The correct amount remaining in the cartridge after a prime was verified. There were no motor alarms observed in the alarm history. The pump was opened for further investigation and there was no evidence of moisture contamination or loose components identified inside the pump. Product analysis was unable to duplicate the compliant.